Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device remains implanted.

Event description:
Healthcare professional reported left side "rupture", "malposition" and "creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and white particles. Leak test was performed and found opening on the anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on the anterior side due to surgical damage. Additional, changed, and/or corrected data: b.5, d.10, h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Additionally, healthcare professional reported "crease/folding of implant" and "malposition." Device has been explanted.